Event description:
It was reported that 4 months after successful subject coil implantation procedure for a cerebral aneurysm, patent suffered acute right leg weakness, difficulty speaking, obstruction and found to have a stroke. Stroke was caused by the subject coil that had migrated out of the aneurysm and travelled distally into anterior cerebral artery. Patient underwent catheter angiogram, multiple imaging studies and an increase anti-thrombotic medication. She has had a stroke, is disabled from leg weakness resulting from coil migration.

Event description:
It was reported that 4 months after successful subject coil implantation procedure for a cerebral aneurysm, patent suffered acute right leg weakness, difficulty speaking, obstruction and found to have a stroke. Stroke was caused by the subject coil that had migrated out of the aneurysm and travelled distally into anterior cerebral artery. Patient underwent catheter angiogram, multiple imaging studies and an increase anti-thrombotic medication. She has had a stroke, is disabled from leg weakness resulting from coil migration.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 lot number - updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 4 months after the procedure, the subject coil migrated from the aneurysm. The patient experienced stroke, right leg weakness, difficulty speaking, and obstruction/occlusion. The patient underwent catheter angiogram, multiple imaging studies, and was administered additional anti-thrombotic medication. Additional information provided by the customer indicated that the original procedure was completed successfully with no complications noted during the procedure and that the stroke was caused by the migrated coil. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported event 'main coil migration'. The reported events: 'patient stroke' and 'patient vessel occlusion' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to these events. Based upon medical review, the events observed in the complaint are anticipated in nature as per the device risk assessment.